Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/11/2024, it was reported by a sales representative via (B)(4) that (qty. (B)(4) ) of an ar-9676 angled reamer, drive shaft would get stuck/fused in the (qty. 2) of an ar-9597-10 angled reamer sleeve, 10° and (qty. 1) of an ar-9597-20 angled reamer sleeve, 20°. This was discovered during a procedure, with no individual case information provided and no adverse effects on the patient.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.